Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a manual injection to address their bg level. The customer alleged that the pump quick bolus function was not working. Tandem technical support educated caller that tandem mobi will not deliver a quick bolus if there are any active alerts/alarms in the mobile app. The customer acknowledged and continued using the pump for insulin therapy.